Manufacturer narrative:
UDI for tge404020: (B)(4). Concomitant medical products and therapy dates: patient medication consists of: beta blockers, antiplatelet therapy, doxazosin 4 mg, ace inhibitors 10 mg, amlodipine 10 mg. The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an acute and complicated aortic type b dissection and was treated with a conformable gore® tag® thoracic endoprosthesis. The diameter of the lesion was reported to have measured 37.9 mm. On (B)(6) 2016, computed tomography imaging identified an aneurysmal enlargement distal to the previously implanted thoracic graft measuring 52 mm in diameter. On (B)(6) 2016, a second conformable gore® tag® thoracic endoprosthesis was implanted. The reason for the enlargement was reported to have been disease progression.

Manufacturer narrative:
(B)(4).